Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. Based on the information provided, the root cause of this complaint cannot be determined. The device was not returned for evaluation.

Event description:
It was reported from china the coil did not frame well. The physician tried to adjust placement. However, when pulling back the pusher, the coil could not be removed. The coil, pusher and micro-catheter was removed altogether. When finally removed from patient, the coil was found already detached from pusher. There was no reported patient injury.